Event description:
It was reported that the user received a high blood glucose alert after starting but not completing a cartridge change on the ilet, and customer care provided education on correct supply change steps, confirmed insulin delivery resumed, and documented an ilet alert 332. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, the issue involved use of device, and the appropriate device component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.